Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that she purchased a contour next gen meter in the us and the meter was displaying the units of measurement accompanied with the blood glucose readings in mmol/l instead of mg/dl. The customer was experiencing symptoms of hyperglycemia, which was described as dry mouth and shakiness. The customer went to the physician's office and obtained a reading of 283 mg/dl with the physician's meter and 8.6 mmol/l with the contour next gen meter within 15 minutes. The customer's physician changed the customer's insulin intake based on the reading obtained on the physician's meter from 6 to 8 units of lovulen at night to 15 units. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next gen meter with serial #(B)(6). Section d9 has been updated with this information.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the device history and distribution records were reviewed for the suspected contour next gen meter with serial # (B)(6). It was found that the meter was programmed to display the units of measurement in mmol/l and was intended for and distributed in canada market. The meter was not configured to be distributed in the us market. The issue occurred outside of ascensia's control.